Event description:
It was reported that the patient underwent a total hip arthroplasty in 1988. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 1988. PMA/510(k) number. Manufacture date ¿ unknown.